Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (won't power on) was investigated. As received, the charger/modem would not power on. Upon evaluation, the l602 inductor was detached from the bedside board. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor is mechanical shock from physical impact. No adverse event resulted from the damaged inductor.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.